Event description:
Vascular intervention case to treat a left upper extremity axillary- subclavian chronic deep vein thrombosis. The right common femoral vein was accessed as the insertion point for the procedure. Once in a 0.035 storq wire was threaded into the intrarenal ivc, although several attempts were made to cross the lesion (via quick-cross, wildcat, and a 4fr vertebral sheath), the physician was unable to obtain access through the lesion for treatment so it was decided to use a turbo-elite for attempted atherectomy. The turbo-elite was able to be advanced another 5-10cm into the lesion; however pushability was poor and the laser catheter remained on for extended periods of time. The physician decided to abandon the remainder of the case due to inability to treat the lesion through multiple attempts and tools. When the laser catheter was removed it was noted that the opaque marker on the end of the catheter had become separated and remained at the location of the lesion. An attempt to retrieve the tip was unsuccessful and the physician decided that the tip was unlikely to move and would not cause complications in the future.

Manufacturer narrative:
It has been determined by spnc that the physician in this case was not using the turbo-elite as intended. It is stated within the IFU that the laser sheath is indicated for infrainguinal stenosis and occlusions. The turbo-elite was used off label for the treatment area because the vessel treated is not included in the indications for use.

Manufacturer narrative:
As stated within the first submission of this device report: the physician was not using the turbo-elite as intended. It is stated within the IFU that the laser sheath is indicated for infrainguinal stenosis and occlusions. The turbo-elite was used off label for the treatment of the subclavian vessel. Device evaluation determined that the failure of the catheter is consistent with heavy use for extended period of time. The IFU suggests it is not recommended to exceed 20 seconds of continuous lasing, and saline must be infused. No saline infusion is mentioned and the event description states the physician was lasing continuously for 10 minutes significantly surpassing recommendation.